Event description:
Drive devilbiss healthcare was notified of an incident involving a long-term care assist bar by the cpsc. The cpsc forwarded a redacted coroner's report, which stated that an end-user was discovered deceased in his room at a long-term care facility with his head and neck entrapped between the assist bar and the hospital bed mattress. The cause of death was determined by the coroner to be "asphyxia due to strangulation." The coroner's report did not provide any information regarding how the assist bar was installed at the time of the incident, or the specifications of the mattress being used with the bed and assist bar. Drive devilbiss healthcare has contacted the coroner's office for further information. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this incident.